Manufacturer narrative:
Device passed displacement test. Pump error 53 alarm found in the pump history file due to software error. Line number= 876 and file number= 211.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer was performed self test and it was passed. Customer stated fill cannula was not recorded in daily history. Troubleshooting was performed. The insulin pump will be returned for analysis.